Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# unknown, implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. There was inconsistent increase in contact 0 and 1 impedances, which were greater than 10,000 ohms. The x-ray image of the chest showed a shift in the contact between extension and ins electrodes. Surgical intervention was planned to reconnect the extension to the ins since the therapy was programmed on these contacts. There were no known external factors contributing to the event, and the event was unresolved at this time. The patient was alive without injury at the time of this report. No further complications were reported.